Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime after port placement via the right internal jugular, the catheter was examined under x-ray and it allegedly broke into two segments between the 10-11 cm markers. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port isp implantable port with 8fr groshong catheter was returned for evaluation. The catheter was returned in two segments, with the proximal segment attached to the port stem under catheter lock. It was noted that the catheter appeared bunched under the catheter lock. In addition to the break between the two returned segments, a partial circumferential split and two circumferentially-aligned creases were observed. The break and split surfaces appeared to have one smooth side/section with the remainder being granular. The break site exhibited a flattened elliptical profile. Necking was observed at the crease mark sites during tactile evaluation. Based on these findings, the investigation is confirmed for the reported catheter break. Per the evaluation results, the observed damage was circumferentially-aligned with break surfaces exhibiting both smooth and granular features, a flattened elliptical profile of the break and necking evident at the crease sites. These are characteristics typical of flexural fatigue, and it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported and identified damage. It was also noted that the catheter appeared bunched under the catheter lock and it is possible that the assembly of the catheter onto the port contributed to the reported and identified damage. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that sometime after port placement via the right internal jugular, the catheter was examined under x-ray and it allegedly broke into two segments between the 10-11 cm markers. Reportedly, the device was removed. There was no reported patient injury.